Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead was explanted and replaced due to chest wall stimulations. There were no other electrical anomalies. The patient tolerated the procedure well and will be followed normally.